Event description:
It was reported that a pt was experiencing an increase in seizures and attempts to interrogate the generator were unsuccessful. The pt was referred for generator revision surgery as the device was believed to be at end of service. The physician stated that there were no issues interrogating other pt's devices and multiple attempts to interrogate this pt's device with two different programming systems were unsuccessful. A battery life calculation was performed and it was found that the pt's device had over 2 years remaining until eri = yes however, this estimation was based off incomplete programming history and may not be reflective of true battery life longevity. The generator was explanted and replaced. The explanted generator was returned to the manufacture for product analysis. During analysis, it was found that the caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using the next lower value resistor, the caged module met functional specifications. The out-of-limit (2ua higher) pulsing current could potentially be a contributing factor to the eos however, as the generator was received in an eos state, the extent to which the increased current consumption may have contributed to the depleted battery cannot be determined.